Event description:
A patient reported blood glucose results of 327 mg/dl and 97 mg/dl with a lifescan meter, performed within 15 minutes of each other. Patient took 12 units of fast acting insulin based on the first test result of 327 mg/dl.